Manufacturer narrative:
(B)(4).

Event description:
The pt had not been getting therapeutic effect since implant. A catheter dye study was done which revealed that there was "pulsing effect" and the flow slowed once the dye reached the tip of the catheter. The medication being delivered via the device was baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.